Event description:
The customer reported that during transport within the hospital while the unit was in use on a patient, the pressure waveform froze on the screen. The customer turned the unit off to reboot. When the unit was turned on again, the unit generated a continuous alarm. The unit was replaced and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was able to duplicate the reported problem. The company representative turned the unit on with e-door open and the "electrical test fail code #34" (no communication with 68020) was displayed on the iabp screen. Technical support informed the company representative that the "electrical test fail code #34" indicates no communication between the monitor datasette (part number 0670-00-0787) and the main processor. The customer representative cleaned the iabp and the monitor dataset connector pin contacts ((B)(4)) and re-inserted it into the main board. After the cleaning, the iabp was functional and no error messages were observed. The company representative performed calibration and functional tests. The unit met factory specifications and was returned to the customer. (B)(4).